Manufacturer narrative:
H10: as the lot numbers were not provided, a lot history reviews were unable to be performed. For the reported information, the devices were not returned to bd for evaluation. However, medical records were provided for review for both malfunctions. Additionally, an image was provided for review for one of the malfunctions. Both investigations were confirmed for the alleged perforation issue. Based on the available information, the root cause could not be determined.the devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an unknown vena cava filter model experienced perforation. This information was received from various sources. The two malfunctions each involved a patient with no known impact to the patient. Of the two malfunctions, one was a 47 year-old female weighing 211 lb and the other was a 53 year-old male weighing 165 lb.

Manufacturer narrative:
For the reported information, the devices were not returned to bd for evaluation. However, medical records were provided for review for both malfunctions. Additionally, an image was provided for review for one of the malfunctions. One investigation confirmed perforation while the other is still being evaluated. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an unknown vena cava filter model experienced perforation. This information was received from various sources. The two malfunctions each involved a patient with no known impact to the patient. Of the two malfunctions, one was a (B)(6) year-old female weighing (B)(6) lb and the other was a (B)(6) year-old male weighing (B)(6) lb.